Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: no external damage to the pump was observed. The pump was unable to power on. The pump was opened and moisture was observed in the pump. Corrosion was observed on the internal components. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: no external damage to the pump was observed. The pump was unable to power on. The pump was opened and moisture was observed in the pump. Corrosion was observed on the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.